Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patients farfield channel shows what appears to be noise in a home monitoring episode. Lead is also double counting rv complexes, as they have an unusual morphology. Pacing impedances have been fluctuating between 600 and 1000 over the past week. No adverse patient events were reported. Lead remains implanted but will be addressed further.